Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized. The suspected cause was unknown; however, the customer reported it was due to diabetes and other health complications. Blood glucose value not provided. No additional information was available regarding the reported issue.